Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.8 x 16 mm graftmaster stent delivery system (sds) was advanced in an attempt to treat a perforation that occurred during use of another device in the mid left anterior descending artery; however, the graftmaster sds was unable to traverse through some deployed stents placed during this same procedure to treat the perforation. The patient's condition deteriorated, CPR was performed; however, rhythm was unable to be reestablished resulting in the patient's death. The cause of death was coronary rupture, ventricular fibrillation and cardiac arrest from complications of the perforation. No autopsy was performed. No additional information was provided.